Event description:
The customer reported having issues with the insulin pump; the device alarmed and insulin squirted out. The caller stated that the insulin pump shuts down and resets. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.